Event description:
It was reported that t:slim x2 pump battery would not charge and displayed a low battery alert, despite use of confirmed working outlet, tandem charging cable, and tandem wall adapter. There was no reported impact to the customer¿s blood glucose level. Customer tried leaving adapter plugged in for extended time and tested different wall adapter and charging cable without resolving issue, and planned to call technical support again if problem continued; no additional information was received regarding the outcome of the event.